Event description:
Based on a review of the provided medical records and information reported to davol by the user facility: on (B)(6) 2011 - patient implanted with ventrio mesh during open hernia repair procedure. On (B)(6) 2012 - the patient presented to the md with what was diagnosed at the time to be a wound dehiscence with hematoma, with no signs and symptoms of infection. On (B)(6) 2012 - the patient presented to the hospital with volume depletion, acute renal failure, septic shock. Cultures of the mesh obtained (via the open wound) were positive for (B)(6). On (B)(6) 2012 - patient had been hospitalized with complication due to diabetes and severe acte renal failure. The ventrio mesh was explanted. Operative dictation notes there appeared to be a pseudocapsule on the underlying omentum but no defect noted with the mesh.

Manufacturer narrative:
It was reported that the patient developed infection, wound dehiscence and a hematoma after implant of a ventrio mesh. The medical records note that a culture of (B)(6); however, that report was not provided. While there is no indication that the mesh was the source of the reported infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the reported event. Additionally, the operative report from the explant procedure does not indicate a device failure, and no sample has been returned for evaluation. If additional information is provided, a followup MDR will be submitted.